Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient exhibited expressive aphasia, left side weakness, and facial droop on (B)(6) 2017. Inr was 2.1. On (B)(6) 2017, the inr was 2.7. CT of the head completed on (B)(6) 2017 revealed no evidence of acute intracranial hemorrhage or definite mass effect. CT of the head with contrast revealed m2 filling defect, and neurosurgery was consulted for endovascular intervention. The patient underwent a cerebral angiography for mechanical thrombectomy of the m4 branch occlusion with leptomeningeal collateral flow and m3 stenosis without thrombosis. The patient continued on warfarin and aspirin. There was no alarm reported for this event. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. There was no alarm reported for this event. The patient remains on vad support and no further related events have been reported. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.